Event description:
During removal of catheter, dr experienced excessive bleeding. Pt required transfusion.

Event description:
During removal of catheter, dr experienced excessive bleeding. Pt required transfusion.

Event description:
During removal of catheter, dr experienced excessive bleeding. Pt required transfusion.